Event description:
The customer reported via phone call that the reservoir tube lip of the insulin pump had become detached. The customer did not provide their blood glucose value at the time of the incident. The customer reported that they were changing out their infusion set when the damage occurred. Troubleshooting was performed and did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.